Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that during a refill in (B)(6) 2016 there was a discrepancy between the drug amount that was expected to be still in the pump. There was more drug in the pump than expected according to the print out. The hcp filled the pump with drug again in (B)(6) 2016 and the patient's first refill since that day was (B)(6) 2017. The hcp aspirated drug from the pump and the full 40cc was obtained. The hcp emptied the pump of the old 40cc drug from (B)(6) 2016 and refilled with 40cc of new drug. The patient planned to have a dye study and possible pump or catheter replacement. The issue was not resolved at this time and surgical intervention was planned. No dye study had been done and it was unknown if the catheter was kinked or if the pump was stalled. The pump was interrogated and the logs were checked and no pump alarms were noted. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.